Event description:
It was reported that during an ablation procedure, the grounding pad was detached. The pad was placed at the left thigh and the ablation was near the left thigh. Attempts to reposition were unsuccessful, as a result, the procedure was aborted.

Event description:
Additional information was received indicating the probes had been placed within the patient prior to the procedure being abandoned. As a result, the report type has been changed to serious injury.

Manufacturer narrative:
Additional information was received indicating the probes had been placed within the patient prior to the procedure being abandoned. As a result, the report type has been changed to serious injury and the following corrections were made: corrected data: b1 - adverse event selected. B2 - other serious (important medical events) selected. B5 - additional information was received indicating the probes had been placed within the patient prior to the procedure being abandoned. As a result, the report type has been changed to serious injury. H1 - changed to serious injury. H2 - correction selected. H6 - medical device problem code changed to 1271 - grounding malfunction.

Manufacturer narrative:
Corrected data: b1 - removed serious injury, h1 - removed serious injury.

Manufacturer narrative:
The reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).